Manufacturer narrative:
Catalogue no: 1485-61-025, lot no. 693740 catalogue no: 1488-07-000, lot no. 825790 catalogue no: 1988-35-000, lot no. 556920. There was no reason given for the explantation of the knee products. The investigation conducted found no wear on any of the products. Since no reason was given for explantation and all products were found in specification, no conclusion can be made.